Event description:
It was reported to boston scientific corporation that during a vaginal prolapse repair procedure using an uphold vaginal support system, as a leg assembly was being thrown through the sacrospinous ligament, the needle detached. The physician attempted to locate the needle by palpation, but it is unknown whether the needle detached inside the patient. The physician completed the procedure with another uphold vaginal support system with no further complications to the patient, who is reportedly in great condition and is over 18 years of age.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
'Type of reportable event' was updated from serious injury to malfunction. 'Ae or product problem' was updated from 'reported issue is both an adverse event and product problem' to 'product problem' device evaluation visual analysis of the returned mesh assembly revealed that the needle was detached from the solid blue dilator. Visual analysis of the returned capio device revealed that the detached needle was enclosed inside the capio cage. Functional testing of the returned capio device showed that it operated freely and smoothly. A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. The cause for this event could not be determined.

Event description:
It was reported to boston scientific corporation that during a vaginal prolapse repair procedure using an uphold vaginal support system, as a leg assembly was being thrown through the sacrospinous ligament, the needle detached. The physician attempted to locate the needle by palpation, but it is unknown whether the needle detached inside the patient. The physician completed the procedure with another uphold vaginal support system with no further complications to the patient, who is reportedly in great condition and is over 18 years of age.